Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was unknown what the status of the leads was. Most post-op pain had diminished. There was no specific plan to further address the issue.

Manufacturer narrative:
Continuation of d11: product ID 977a290 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a290 lot# serial# (B)(6) implanted: explanted: product type lead fdr 3221, fdm 4114, and fdc 67 refers to the lead component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6), 2020. It was reported that the implantable neurostimulator (ins) didn't do what it was supposed to do, so it was shut off for 6 months until a month ago when the patient had a revision to change the percutaneous leads to paddle leads. The revision was around last week of april. Since the patient noticed the controller battery was depleting rapidly. There were no further complications or anticipations reported with this event. Additional information was received from the patient on (B)(6) , 2020. They reported they were still having post-op pain from the revision surgery they had on (B)(6), 2020, so they were unsure if the lead revision helped. The patient did mention this to their doctor at their follow up appointment 2 weeks after the revision. The hcp told the patient the post-op pain was normal and could be expected to last for an additional 3-4 weeks. It was noted that on (B)(6), 2020, the patient had tried changing to group c and left it at 9.8 volts when they went to bed. The patient's next follow up appointment was scheduled for (B)(6), 2020. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. It was reported that the implant/ therapy never worked for him since implanted (B)(6) 2016 due to incorrect placement of the percutaneous lead. Patient reported that the ins was turned off because it was not working for him on (B)(6) 2019 and then lead revision was done 3 weeks ago and the hcp replaced leads. Patient reported ins was turned back on last week. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a290 serial# (B)(6) product type lead product ID 977a290 serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), product type: lead. Product ID: 977a290, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 08-dec-2019, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 08-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since implant, the patient has felt stimulation in their right arm and leg, which the patient reported to be marginal therapy. It was explained that during the trial, the patient felt stimulation in their upper neck and cervical area where their pain was, but the permanent implant didn't do that. The reps had told the patient that they could not change where the patient was feeling stimulation in their arm and leg because of where the leads had ended up. Imaging had been performed to check the lead location of the permanent implant, and it was reported to the patient that the permanent lead was in the same location that the trial lead had been. They had met with manufacturer representatives (reps) starting within a week of the implant for reprogramming, but the issue could not be resolved. The patient also had tried turning the therapy off for a couple and then back on again trying different programs in groups a-c without resolve. The patient was redirected to see their doctor. It was noted that the patient had a doctor appointment scheduled in the month of (B)(6) 2019, and would be meeting with reps they worked with in the past at that appointment. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the cause of the issue was not yet explained. The patient said stimulation was still not in their pain area. The patient said that they called the manufacturer. No further complications were reported. Additional information was received from the patient. It was reported that since being implanted in (B)(6), the ins has never been able to provide the pain relief that the patient was receiving during the trial. Patient stated that the ins was currently turned off while he searched for another hcp. Patient stated he was told from his hcp that they did not have an explanation of why stimulation was not in the area where trial ins provided stimulation. Patient stated that the hcp did not seem to be interested in helping any further. Patient stated the leads were implanted sitting right next to and in very close proximity to a cervical fusion. Patient stated that when he does feel stimulation, he has always felt it in his right arm or leg and never in the cervical area of his neck which was where the pain was in which he was able to feel during trial. Patient stated that his question was that since the ends of the electrodes were sitting near the metal fusion, was there anything that would cause where stimulation came out of leads to go or any possibility that the fact that it was sitting literally on top of a metal fusion that was causing some distortion of where the stimulation was felt. Additional information was received from the patient who reported that an x-ray was done and they could see that the leads were not in the same position as they were from 2 days and 2 weeks post implant.